Event description:
The reporter indicated that a 13.2mm vticm5_13.2 -7.00/1.0/012 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients eye. A planned lens removal is reported due to postoperative refraction (intended plano), lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).